Event description:
It was reported that neither of the patient¿s stimulators had been working for the past year. The patient did have a recharger, but she had some dementia and it was unknown when she recharged or how often. The patient was redirected to her physician to have her device restarted and to check the status. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n234318, implanted: (B)(6) 2010, product type: accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).